Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polycystic ovarian syndrome, dysfunctional uterine bleeding, metrorrhagia, menorrhagia, hair loss, taste metallic, left lower quadrant pain, abdominal pain, depression, anxiety disorder, basal cell carcinoma, low back pain and muscle ache. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation and robotic laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: bilateral spillage of dye with proper placement of essure. Pathology test - on (B)(6) 2018: result: specimen(s) received: bilateral tubes and essure pre and post operative diagnosis: pelvic pain. Final pathologic diagnosis: bilateral. Tubes and essure, bilateral. Salpingectomy; benign right and left fallopian tubes. Bilateral. Intratubal medical. Devices, consistent with essure, identified. Negative for atypia or malignancy. Gross description: received in fixative bilateral tubes and essure, are two segments of fallopian tube measuring 7.5x 0.6x 0.6cm and 7x0.6x0.5cm fimbriae are identified at each specimen. The inner lumen of each specimen was occupied by an essure device. Ultrasound pelvis - on (B)(6) 2015: result: clinical indication: irregular periods technique: routine pelvic ultrasound protocol employed. Trans abdominal transducer used for evaluation of general pelvic anatomy and uterine size. Transvaginal transducer used for evaluation of the endometrium, myometrial detail, and for detailed evaluation of the ovaries and adnexa. Comparison: ultrasound pelvic and transvaginal. Findings: uterus: the "utel1is" measures 7.4 x 3.5 x 5.3 cm. The endometrium measures 1.1 cm. No focal myometrial abnormality. Coronal images of the uterine fundus demonstrate echogenic findings consistent with the patient's essure inserts. Right ovary: the right ovary measures 3.0 x 3.2 x 3.0 cm. No right adnexal or right ovarian mass. No abnormal or non physiologic cyst. Blood flow is demonstrated by doppler. Left ovary: the left ovary measures 3.7 x 2.4 x 3.1 cm. No left adnexal of left ovarian mass. No abnormal or non physiologic cyst. Blood flow is demonstrated by doppler. Impression: normal pelvis. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 161323) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polycystic ovarian syndrome, dysfunctional uterine bleeding, metrorrhagia, menorrhagia, hair loss, taste metallic, left lower quadrant pain, abdominal pain, depression, anxiety disorder, basal cell carcinoma, low back pain and muscle ache. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation and robotic laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: bilateral spillage of dye with proper placement of essure.. Pathology test - on (B)(6) 2018: result: specimen(s) received: bilateral tubes and essure pre and post operative diagnosis: pelvic pain final pathologic diagnosis: bilateral. Tubes and essure, bilateral. Salpingectomy; benign right and left fallopian tubes. Bilateral. Intratubal medical. Devices, consistent with essure, identified. Negative for atypia or malignancy. Gross description: received in fixative bilateral tubes and essure, are two segments of fallopian tube measuring 7.5x 0.6x 0.6cm and 7x0.6x0.5cm fimbriae are identified at each specimen. The inner lumen of each specimen was occupied by an essure device.. Ultrasound pelvis - on (B)(6) 2015: result: clinical indication: irregular periods technique: routine pelvic ultrasound protocol employed. Trans abdominal transducer used for evaluation of general pelvic anatomy and uterine size. Transvaginal transducer used for evaluation of the endometrium, myometrial detail, and for detailed evaluation of the ovaries and adnexa. Comparison: ultrasound pelvic and transvaginal. Findings: uterus: the utel1.is measures 7.4 x 3.5 x 5.3 cm. The endometrium measures 1.1 cm. No focal myometrial abnormality. Coronal images of the uterine fundus demonstrate echogenic findings consistent with the patient's essure inserts. Right ovary: the right ovary measures 3.0 x 3.2 x 3.0 cm. No right adnexal or right ovarian mass. No abnormal or non physiologic cyst. Blood flow is demonstrated by doppler. Left ovary: the left ovary measures 3.7 x 2.4 x 3.1 cm. No left adnexal of left ovarian mass. No abnormal or non physiologic cyst. Blood flow is demonstrated by doppler. Impression: normal pelvis.. Most recent follow-up information incorporated above includes: on 1-jul-2020: mr received. Lot number was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 161323-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polycystic ovarian syndrome, dysfunctional uterine bleeding, metrorrhagia, menorrhagia, hair loss, taste metallic, left lower quadrant pain, abdominal pain, depression, anxiety disorder, basal cell carcinoma, low back pain and muscle ache. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation and robotic laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: bilateral spillage of dye with proper placement of essure.. Pathology test: on (B)(6) 2018: result: specimen(s) received: bilateral tubes and essure pre and post operative diagnosis: pelvic pain final pathologic diagnosis: bilateral. Tubes and essure, bilateral. Salpingectomy; benign right and left fallopian tubes. Bilateral. Intratubal medical. Devices, consistent with essure, identified. Negative for atypia or malignancy. Gross description: received in fixative bilateral tubes and essure, are two segments of fallopian tube measuring 7.5x 0.6x 0.6cm and 7x0.6x0.5cm fimbriae are identified at each specimen. The inner lumen of each specimen was occupied by an essure device.. Ultrasound pelvis: on (B)(6) 2015: result: clinical indication: irregular periods technique: routine pelvic ultrasound protocol employed. Trans abdominal transducer used for evaluation of general pelvic anatomy and uterine size. Transvaginal transducer used for evaluation of the endometrium, myometrial detail, and for detailed evaluation of the ovaries and adnexa. Comparison: ultrasound pelvic and transvaginal. Findings: uterus: the utel1.is measures 7.4 x 3.5 x 5.3 cm. The endometrium measures 1.1 cm. No focal myometrial abnormality. Coronal images of the uterine fundus demonstrate echogenic findings consistent with the patient's essure inserts. Right ovary: the right ovary measures 3.0 x 3.2 x 3.0 cm. No right adnexal or right ovarian mass. No abnormal or non physiologic cyst. Blood flow is demonstrated by doppler. Left ovary: the left ovary measures 3.7 x 2.4 x 3.1 cm. No left adnexal of left ovarian mass. No abnormal or non physiologic cyst. Blood flow is demonstrated by doppler. Impression: normal pelvis.. Lot number reported (161323) is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.